Manufacturer narrative:
(B)(4). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 12.6 mmol/l (aviva) and 6.1 mmol/l (mobile). No adverse event was reported. The remaining strips were discarded; therefore, no product could be requested to be returned for product evaluation.